Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump with updated software to be shipped. Training for the new pump would be available in the customer¿s tandem source account, and the caller was instructed to put the faulty pump into storage mode before returning it to tandem.